Event description:
It was reported that the device exhibited a lead fault error message during ECG monitoring of a patient.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Evaluation of the device confirmed ECG lead fault errors recorded in the device's internal log, but testing could not duplicate the problem. It is possible that the complaint was caused by use of the device with a worn, damaged or electrically intermittent ECG cable, but this possibility could not be confirmed.